Event description:
It was reported that the insulin gauge displayed an amount different than what was expected, with discrepancies occurring frequently since late (B)(6) 2025, affecting approximately 20 cartridges. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue each time by loading a new cartridge and successfully resuming insulin deliveries. After contacting technical support, it was advised not to fill cartridges beyond 280 units. The customer and technical support conducted troubleshooting and identified an issue with the cartridge fill process, which was resolved without the need for pump replacement. Instructions for proper cartridge loading were agreed upon, and replacement supplies were sent.